Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported due to the unbearable pain they had to be seen by a doctor from using the aligners. They were put onto medication and had to stop treatment. Patient provided a letter from their doctor that they have a medical condition that impairs their ability to work. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.